Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B)(4) no anomalies found, outer insulation cosmetic mio and depression and esc. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found, outer insulation cosmetic mio and depression and esc. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4) no anomalies found.

Event description:
It was noted the patient died approximately 2 months after device implant. Follow up with clinic reported patient was in hospital for an elective curative resection for lung cancer. Per the discharge summary, the patient's reason for passing was noted as toward the end of her hospital stay she had progressive pneumonia and subsequently developed free air in her abdomen. The patient's discharge diagnosis included stage I lung cancer status post thoracotomy and left lower lobectomy--successful resection for cure; post-op respiratory failure; prolonged mechanical ventilation for pseudomonas pneumonia; polyneuropathy and resolved renal failure.

Event description:
It was noted the patient died approximately 2 months after device implant. The cause of death has been requested and not received.